Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device will be returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they sometimes had to push the shock button on their device multiple times before a defibrillation shock was delivered. There was no report of patient use being associated with the reported event.